Event description:
Procedure: esophagus. According to the reporter: autosonix hook probe "melted" during a laparoscopic procedure. The hook broke into two pieces. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).